Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing. The customer reported a blood glucose (bg) level of 249 (mg/dl). Reportedly, the customer's elevated bg level is due to an illness. The pump's temp rate was adjusted to 125% to address bg level. The customer disconnected from the luer lock and insulin was not observed exiting the cartridge pigtail. A new cartridge was loaded onto the pump and insulin was then observed exiting the tubing.